Event description:
Two degree burn of ear auricle approx 5m x 2m. Noted at post op visit 4/10. Md feels occurred using ent microsocpe. Ear speculum heated causing burn although skin integrity after case noted intact. Redness and blistering noted next day.